Event description:
It was reported that on (B)(6) 2006 the patient underwent anterior c5-6 cervical discectomy fusion using rhbmp-2/acs. Per the operative notes, "the bony spurs were removed. We noted a small herniated disk was present on the left side." There were no noted complications. (B)(6) 2007 the patient presented with neck pain and left-sided tingling. An MRI of the cervical spine indicated "there is some disc bulging changed and/or posterior spondylitic spurring change which is mild at c4-5. Previously noted disc herniation at c5-6 has been surgically removed and there are changes of spinal fusion surgery at c5-6. There are no new herniated cervical discs. There are no enhancing lesions. There is no cervical spinal canal stenosis or cervical spinal cord compression. The cervical spinal cord appears satisfactory." Plain films indicated "there is no bony destructive process or prevertebral soft tissue swelling. There is evidence of postsurgical fusion changes present at c5-c6. There does appear to be some posterior spondylotic spurring at c5-c6." (B)(6) 2008 the patient presented with spasm and paresthesias. Imaging studies indicated "no change in the position and alignment of the cervical vertebrae with c5-c6 fusion unchanged from earlier study." On (B)(6) 2012 the patient presented with neck pain and cervical radiculopathy. A CT scan of the cervical spine indicated "degenerative changes at c4-c5, c5-c6, and c6-c7 with small anterior and posterior osteophytes., there is mild narrowing of c4-5 disc space" no evidence of spinal canal stenosis.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.